Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(4) 2019. The end user reported resistance experienced during the pre-inspection check, involving video gastroscope eg29-i10/serial (B)(4). The endoscope service request formesrf) included with the returned product also made note of the resistance and constriction and that they are not able to pass a regular brush but a small brush was ok. The colonoscope was returned to pentax medical for evaluation on 15jan2019 and the pentax medical endoscope technician found a broken accessory(adapter tip) blocking the biopsy t-piece on 16jan2019. This finding confirmed the customer's complaint. Other inspectional findings included: passed dry leak test, passed wet leak test, suction tube resistance. On 16jan2019 the complaint handling unit(chu) received a complaint notification form from the service repair department becoming aware of the "accessory stuck in biopsy inlet piece", through the pentax medical service repair department. Pentax medical made an attempt to contact the facility via the pentax medical sales rep on 16jan2019 to see if the user was aware of the stuck accessory. No response was received. Based on the information provided during the initial service notification call and documented on the esrfby the user, we believe the customer was unaware of the broken accessory stuck in the biopsy inlet port, we are submitting this report. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The biopsy inlet t-piece, suction channel lg, and o-rings and seals were replaced and the gastroscope was shipped to the customer on 22jan2019.